Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that following a diagnostic catheterization and femoral angiogram, an angio-seal was deployed. The pt was discharged home, and after a couple of hours the pt felt a pop in the right groin when using the restroom. The pt also felt a sudden onset of pain in the right groin, and initially became diaphoretic. The pt presented back to the emergency room. In the emergency room, the pt was noted to be hemodynamically stable with a hemoglobin of 14.1. A CT scan of the pelvis showed evidence of a preperitoneal hematoma in the right groin, consistent with a recent bleed. The pt was admitted to the hospital for continued observation. The vascular surgeon was called in for consult and noted that there was no evidence of active bleeding at the time of admission. The following morning an arterial duplex ultrasound of the right femoral artery was obtained to rule out pseudo aneurysm. The ultrasound report stated "moderate amount of extra peritoneal hemorrhage tracking superiority from the right inguinal region along the right external iliac vessels." The ultrasound also revealed there was no evidence of a right inguinal pseudo aneurysm or well organized hematoma. Soft tissue cellulitic changes probably consistent with local diffuse post procedural hemorrhage was noted. The cath lab nurse examined the pt's groin and said the groin looked clean, dry, and there was no evidence of bruising. The only visible evidence of access was the actual insertion site on the skin. There was no evidence of any bruising on the back or flank areas. The pt was sent home the next day.